Event description:
The caller stated the warmtouch unit overheated and began to smoke. The caller did not know the temperature setting of the unit during the event, how long it had been left on, or when preventative maintenance or filter replacement was done. There was no patient incident.

Manufacturer narrative:
The warmtouch patient warmer has been discontinued and is being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new model which addresses the potential failure mode. Nellcor puritan bennett has requested the customer return this unit for evaluation. If the device is returned and significant new information results, a supplemental will be provided.